Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces. Functional testing could not be performed due to the condition of the received the lens. One retain sample from the same lot (7554203) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens did not seat properly in the patient's right eye; subsequently, it was removed intraoperatively. The incision was enlarged to remove the lens and another lens of different model was implanted successfully. Additional information was requested, but has not been received.